Event description:
Patient needed and IV for their CT scan. A nexiva diffusics 22ga, lot #4276833 was initially placed. The catheter did not thread as it usually does. There was blood return however the catheter would not flush or draw back. When the catheter was removed, I tried to flush it out of the patient, and it would not flush. The clave was removed and flushed fine with just the clave. When it was reattached, it would not flush. There must be something wrong with the product, somewhere after the clave attaches and the catheter itself. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva diffusics (per site reporter). The hospital system purchases this product from medline. Medline was notified on [redacted]. On [redacted], medline notified me that they have reached out to bd on this issue. The return label for the sample was issued on [redacted].